Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18aug2019. Troubleshooting action: the power buttons goes through the user interface board and is then monitored by the power management board, swap the power management board with another unit to see if that is the problem. Customer replaced the user interface (ui) pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.